Event description:
It was reported that a patient experienced a discrepancy in the insulin gauge display on their pump, showing a different amount than expected. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.